Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Olympus repair center could confirm the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. The scope was inserted at an angle to the connector receiver. When inserting the scope into the video connector, the connector end on the endoscope was missing or a foreign material was attached to the distal end. The endoscope was inserted while the terminal was caught. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Olympus repair center confirmed the depleted battery. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the inspection of the device, the olympus repair center confirmed that the endoscopic image was not displayed due to a failure at the socket of the device.there was no report of patient injury associated with this event. The user facility did not provide other detailed information.